Event description:
It was reported that the jetstream catheter was unable to activate. This jetstream sc atherectomy catheter was selected for a tibial atherectomy. During the procedure, the blade became stuck once the catheter encountered the calcific lesion. The procedure was discontinued and unable to be completed using this atherectomy device. Additional information was requested to determine the patient outcome and how the procedure was able to be completed.